Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the navigation system stopped tracking when attempting to lock the trajectory for placement. Re-positioning the emitter did not restore functionality. After a short amount of time, functionality was restored. The site reported that they did not believe navigation was paused with the foot switch of the navigation system. When functionality was restored, the site observed an imprecision (documented in MDR 1723170-2017-03785) the surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.